Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped on the lower left front corner. Review of the event history log showed occurrences of "primary audible alarm bgnd" and "acu watchdog" alarm messages. Functional testing was unable to duplicate the reported alarms, no issues were found with the speaker. Based on the investigation, the complaint allegation was not confirmed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited "primary audible alarm" and "watchdog failure" alarms. Patient involvement is unknown.